Event description:
It was reported that during an overian resection procedure, spacer got off and remained in the pt's body. It was found by the dr when examined the pt. Spacer was retrieved completely. There were no adverse consequences to the pt.